Event description:
Plate broke.

Manufacturer narrative:
No further pt information, event, or product details was provided at the time of this report or made available in response to follow-up communication. Follow-up report will be done when additional information is received.